Event description:
It was reported that the patient received an inappropriate shock due to undersensing of low r-waves and oversensing of t-waves. Review found that the xiphoidal electrode was way to the right. The field representative performed an additional screening and the patient did not pass. Boston scientific technical services (ts) was consulted and noted low r-wave amplitudes. Ts suggested a transvenous device may be a better option for this patient. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to undersensing of low r-waves and oversensing of t-waves. Review found that the xiphoidal electrode was way to the right. The field representative performed an additional screening and the patient did not pass. Boston scientific technical services (ts) was consulted and noted low r-wave amplitudes. Ts suggested a transvenous device may be a better option for this patient. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.